Manufacturer narrative:
(B)(4).

Event description:
The manufacturer's representative (rep) reported burning and shocking. A fall was reported before this event in (B)(6). A fall in (B)(6) was also noted. The shocking did not occur immediately after the fall. It was suspected the (B)(6) was the event date for the shocking and burning. Impedance measurements were taken and were found to be between 700-900 ohms. The implant was not on at the time of the report. When the device was off, the burning sensation subsided. Palpation was inconclusive to determine a possible short. On the day of the report, the patient experienced pain in the pocket and it was uncomfortable. When the amplitude was increased an uncomfortable stimulation was felt down the legs. It was noted the patient lost weight and the implantable neurostimulator (ins) was tilted in the pocket. A pocket revision for this issue was noted. There was shocking and burning at the pocket that occurred suddenly. Later, it was reported that it was determined that the right lead produced the burning or shocking sensation. The left lead appeared to be ok and not causing any symptoms. The patient was programmed only with the left lead and an ins revision was planned for the future. Relevant medical history included non-malignant pain.